Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/28/2016 with the following findings: a review of the pump¿s black box showed that the data from the event had been overwritten due to continued use of the pump. During testing, the pump successfully completed the rewind, load cartridge, and prime steps no alarms or warnings occurring. The pump was exercised for 24 hours with no loss of prime occurring. The force sensor calibration was found to be within required specification. The loss of prime issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a cracked battery compartment. (B)(4).